Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation was unable to determine the cause of the customer¿s allegation. The information provided by the customer did not suggest a deviation from the instructions for use (IFU) by the customer and the scope was not sent in to olympus for further analysis. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to an olympus field service engineer (fse), the evis exera ii gastrointestinal videoscope was sampled once and tested positive for less than ten (10) colony forming units (cfus) of acinetobacter species and between 11-100 cfus of elizabeth species. The issue was found at reprocessing during a routine culture of the scope. The customer had reported that multiple scopes had tested positive at the facility. All the scopes were cultured the next day after coming out of the reprocessor. There were no reports of patient harm including infection associated with this event. Related patient identifiers: (B)(6) addresses evis exera ii colonovideoscope, model number cf-h180al, serial number (B)(4). (B)(6) addresses endoscope reprocessor, model number oer-pro, serial number (B)(4). (B)(6) addresses evis exera ii gastrointestinal videoscope, model number gif-h180, serial number (B)(4). (B)(6) addresses evis exera ii gastrointestinal videoscope, model number gif-h180, serial number (B)(4). (B)(6) addresses evis exera iii gastrointestinal videoscope, model number gif-h190, serial number (B)(4). (B)(6) addresses evis exera iii duodenovideoscope tjf-q190v, model number, serial number (B)(4). (B)(6) addresses evis exera iii duodenovideoscope tjf-q190v, model number, serial number (B)(4).

Manufacturer narrative:
An endoscopic support specialist (ess) was dispatched to the customer facility to provide onsite scope reprocessing demonstration as well as an infection control service. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. The in-service covered modified manual cleaning and oer-pro reprocessing. It was recommended to the customer to use the connection matrix for proper use as the customer uses an oer-pro for reprocessing. The customer uses a non olympus automated dry leak tester and was made aware to contact the manufacturer of the product for their instructions and guidelines. The customer was using disposable valves. The customer reported that after reprocessing the scopes multiple times and retesting, the scopes were no longer testing positive. The customer also reported that recently, auto line disinfection was performed on oer's. The investigation is ongoing and follow up with the user facility is currently being performed. To date, there has been no indication that the scopes will be sent in for evaluation. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.